Event description:
It was reported that the manifold is clogging during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of the manifolds clogging was not duplicated. However, based on information from the diagnostic engineer, the issue of the leaking air could have caused or contributed to the clogging that was reported.

Event description:
It was reported that the manifold is clogging during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.